Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The pump powered back on and insulin deliveries resumed. There was no damage found to the returned battery cap. The battery compartment was found to be intact. There was no moisture/corrosion observed in the battery compartment. The returned battery cap fully attached to the pump with no yellow o ring showing. The pump was exercised for 24 hours with no power interruptions occurring. The returned battery cap contact measurements were within specification. The total daily doses (tdd)¿s added up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The complaint was verified in the history but could not be duplicated during testing. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had an intermittent power issue and the patient had a blood glucose over 500 mg/dl with extreme thirst. The patient required no unusual treatment. This complaint is being reported as the power interruption could have impacted insulin delivery.